Event description:
During a lap chole procedure, it appeared that the jaws broke and came out of alignment and the clips would not form. It became stuck in the open position and could not get it out of the trocar. Had to pull everything out together. Finished case with 10mm clip applier and 10mm trocar. Had to extend the incision for the 10mm port. No patient consequences. 1 device returning and none replacing.